Event description:
The hospital reported upon opening and inspecting the device, the staff noticed the jaws of the hp2 were damaged. The device was not used on the patient, there was no injury to the patient, nothing was left inside. The complainant provided a photo; the silicone appears to have peeled. Procedure was completed using a new device, there was no significant procedural delay.

Manufacturer narrative:
Tw#: (B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 06/23/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the hot jaw was observed to be intact. The clear silicone insulation on the cold jaw was observed to be peeled. No other visual defects were observed in the photograph. An investigation was conducted on 06/25/2025. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the cold jaw was observed to be intact. The clear silicone insulation on the hot jaw was observed to be peeled. No additional testing was conducted due to the condition of the heater wire. Based on the photographic evaluation as well as the condition of the device as well the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed and the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000478269 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
N/a.